Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The reported ventilator has been investigated on site by our field service engineers (fse). It was found that the air gas module was defective. Therefore, it has been replaced to resolve the reported issue. The replaced air gas module has been returned for investigation. Visual inspection confirm that there is ingress of water inside the filter chamber of the returned gas module. No further investigation is needed as ingress of water can lead to short circuit and ventilator malfunction. No more info was provided on how the liquid entered the ventilator. Therefore, the root cause cannot be established. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system or hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.